Event description:
It was reported that during an antegrade femoral nail procedure, the surgeon was seating the screw when the inter-lock screwdriver slipped and the tip chipped. The screwdriver would not hold the screw. The sliding portion of the inter-lock screwdriver was not seating the screw as it should. The surgeon was able to seat the screw down with the screwdriver. The surgeon then used a star drive screwdriver to complete the procedure with no further problems. No adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Operator of device was a health professional. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned and the tip was stripped with a few small nicks in the tip of the shaft of the driver. The hardness was checked during the manufacturing evaluation and was found according to the specification. However, the relevant dimensions could not be verified due to damage. The complaint is indeterminate from a manufacturing standpoint. According to the product development evaluation, the device design, material, packaging, and tolerance stacks did not appear to have attributed to the complaint. Since the driver slipped, it is possible that the device was not seated and locked properly in the screw recess. The complaint could not be replicated. A metallurgical evaluation was also performed. Hardness testing determined that the device met requirements. The complaint is invalid from a design standpoint.

Event description:
This is report 1 of 1 for complaint (B)(4).